Event description:
It was reported that during a stenting treatment procedure, the guide wire tip detached. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous circumflex artery. The 182cm choice pt graphix guide wire was advanced and crossed the lesion, but with difficulty noted. A 2.5x18mm promus stent was advanced, but was not able to cross the lesion. The promus stent was removed and the lesion was pre-dilated with a 2.5x15mm apex balloon catheter. The promus was then able to cross and was deployed without issue. While removing the promus stent delivery system, the guide wire pulled back into the guide catheter. Further dilation was planned and while attempting to re-wire the lesion with the choice pt graphix wire, difficulty was noted while attempting to advance through the stent. When the physician attempted to remove the guide wire, it had become stuck in the stent. The apex balloon was advanced over the wire to the stent to aid in removal of the wire. As the physician pulled to remove the wire, the wire tip detached. No attempt was made to remove the wire tip and it remained stuck in the stent at procedure end. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed kinks located 25.4cm, 41.7cm and 54.5cm from the proximal end. The overall length of the wire was 181.6cm. Damage was noted to the poly tip; however, the wire is not fractured. Approximately 0.08cm of poly is missing from the tip. Outer dimensions taken were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem: corrections and additional information. Relevant tests/lab data, other relevant history: additional information.

Manufacturer narrative:
Outcomes attrib. To ae, death date, describe event or problem, complaint source(s), type of reportable event: additional information. (B)(4).

Event description:
It was further reported that the patient had presented with progressive angina. After the patient was discharged to home, the physician's office called to schedule removal of the wire tip. Two days post procedure an unsuccessful attempt was made to remove the guide wire tip. The next day, while in ICU, the patient suffered a cardiopulmonary arrest, became unresponsive and died of a heart attack.

Event description:
Same case as MFR: 2134265-2013-03485, 2134265-2013-03486. It was further reported that the patient was turned down for bypass surgery. Vascular access was obtained via the right femoral artery. A 6fr runway guide catheter and iq guide wire were positioned in the right coronary artery. A 2.5x15mm apex was placed in the rca and inflation was performed twice to 14atms for 25sec and 11sec. A 2.75x24mm taxus liberte stent was then deployed in the mid rca at 14atms for 29sec. As moderate stenosis was identified in the proximal rca, a 3.0x12mm taxus liberte was then deployed at 12atms for 27sec. There was no residual stenosis in the stented area. The devices were removed. It was previously reported that the 2.5x18mm promus was advanced over the pt graphix guide wire prior to pre-dilation. It was further reported that the iq guide wire was placed in the circumflex artery and pre-dilation was performed with the apex balloon to 12atms/15sec prior to the 2.5x18mm promus stent being advanced. The promus stent was then advanced over the iq guide wire, not the pt graphix wire, and was unable to cross the lesion. The promus stent was removed, the iq guide wire was removed and the pt graphix guide wire was then advanced. The 2.5x18 promus was then advanced over the pt graphix wire and deployed at 10atms/18sec in the proximal cx, just distal to the first marginal or intermediate branch. There was no residual stenosis. Further dilation was planned as there was concern the proximal end of the stent was not fully deployed against the vessel wall. A 3.0x8.0mm nc quantum apex was advanced over the pt graphix wire and then both devices were removed for an unspecified reason. The pt graphix wire was advanced and then removed for reshaping. The pt graphix wire was advanced again and while trying to advance the wire through the stent, it became trapped underneath the strut of the stent. The 2.5x15mm apex balloon was then advanced to aid in removal. Flow remained excellent after the wire tip was detached and the patient had no symptoms. It was further reported that when the patient returned two days post procedure, the physician was planning to attempt to compress and/or stent the broken tip of the guide wire to the vessel wall, not attempt to remove it as previously reported. Vascular access was obtained via the left femoral artery. Multiple attempts in crossing the stented area, using both bsc and non bsc guide wires and balloons, were unsuccessful. Good flow through the area of previous stenting was noted. The next day, after suffering a cardiopulmonary arrest, the patient had respiratory compromise, was intubated and treated medicinally and subsequently developed tachyarrhythmia. Spontaneous discharge for his ICD was noted and he was externally defibrillated. The patient arrested a second time. An art line was placed; CPR and medicinal intervention were administered. The patient remained in emd throughout the code. After greater than 20 minutes of continuous CPR, no evidence of response to mechanical stimulation, drugs or pericardiocentesis, attempts were ceased and the patient expired.

Event description:
It was reported that during a stenting treatment procedure, the guide wire tip detached. The 90% stenosed target lesion was located in the mildly calcified and severely tortuous circumflex artery. The 182cm choice pt graphix guide wire was advanced and crossed the lesion, but with difficulty noted. A 2.5x18mm promus stent was advanced, but was not able to cross the lesion. The promus stent was removed and the lesion was pre-dilated with a 2.5x15mm apex balloon catheter. The promus was then able to cross and was deployed without issue. While removing the promus stent delivery system, the guide wire pulled back into the guide catheter. Further dilation was planned and while attempting to re-wire the lesion with the choice pt graphix wire, difficulty was noted while attempting to advance through the stent. When the physician attempted to remove the guide wire, it had become stuck in the stent. The apex balloon was advanced over the wire to the stent to aid in removal of the wire. As the physician pulled to remove the wire, the wire tip detached. No attempt was made to remove the wire tip and it remained stuck in the stent at procedure end. There were no additional patient complications reported and the patient¿s status is stable.